Event description:
Reported issue: clip is not able to strike out.

Manufacturer narrative:
(B)(4) per DHR the visistat 35w 6/box lot # 73k1900481 was manufactured on 10/18/2019 a total of (B)(4) pieces. Lot was released on 10/31/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the staples appear misaligned. The sample appears used as there was biological material observed on the device. The device was returned with its trigger partially engaged. The stapler was returned with 36 staples left in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The misaligned staples were examined with magnification and no burrs were observed. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issue. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from firing. The sample was disassembled, and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
Reported issue: clip is not able to strike out.

Manufacturer narrative:
(B)(4). Per DHR the visistat 35w 6/box lot # 73k1900481 was manufactured on 10/18/2019 a total of 27,000 pieces. Lot was released on 10/31/2019. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: clip is not able to strike out.